Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed multiple power events. There was no damage found to the battery compartment or cap and no evidence of corrosion in the battery compartment. The pump was exercised for 24 hours with no power issues. The battery cap was tested and was found to be within specifications. The pump was opened and no power circuit defects were found.

Event description:
There was no reported patient impact associated with this complaint. The patient's father contacted animas to report the patient's pump lost power. At the time of the call, the patient's father informed customer support that the patient was at diabetes camp with the pump. Customer support contacted the staff at the diabetes camp with the patient's father on the line and they informed customer support that the pump lost power just 45 minutes prior; after a bucket of water had been dumped on the patient. At the time of troubleshooting, the staff confirmed there was water in the pump's battery compartment; however, it is not clear how the water seeped into the battery compartment. The staff confirmed the battery cap was secured to the pump (yellow o-ring not visible) and there was no visible damage to the pump's casing. It was reported that the pump's battery cap had just been replaced 2 weeks prior.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.